Event description:
It was reported the customer was hospitalized at the time of the call. The caller reported the customer was hospitalized with a broken ankle. The customer's blood glucose was 482 mg/dl. The caller also reported the customer had been disconnected from the insulin pump for one week. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.